Event description:
Dexcom 7 + sensor wire broke off in pt skin on abdomen. On (B)(6) 2011, mother called on call provider for endocrinology. Called to report the sensor wire from the cgm device broke off in abdomen. Not causing any discomfort. Recommended notifying clinic if the area begins to have drainage, becomes erythemic or edematous. On (B)(6) 2011, called mother to see if sensor wire had come out. She stated no, but she looked at it last night and they can see it but just not out enough to get with tweezers. No redness or irritation at the site per mother. Advised to place sensor wire in zip lock if/when removed and bring to clinic at next visit. On (B)(6) 2011, called mom for update. Mom reported that wire has not come out yet. Site is healed and no redness at site. On (B)(6) 2011 mom called. The sensor wire has still not come out. No redness or signs of infection. Now complaining of pain at site when riding 4 wheeler because it vibrates so much. Discussed with physician. Will need to be evaluated. On (B)(6) 2011, pt in for physician to assess site. No redness, tenderness, warmth, pain to touch, scarring, etc. Only time pt feels any pain or tenderness is when riding 4 wheeler. The vibrations cause a pain in the area where the sensor had been placed. Physician talked with radiologist who recommended a kub versus ultrasound. Kub obtained. Radiologist confirmed: there is a curvilinear radiodense structure seen within the right mid abdomen." Referral to surgery to evaluate. Dates of use: (B)(6) 2011.